Event description:
A PICC line was placed without incident. A linear hyperdensity of an unknown etiology was observed on chest x-ray. A PICC guidewire fragment was removed. We do not know how this event happened. There is concern of a potential manufacturer defect.